Event description:
The time of event is not during procedure. There was no report of patient harm. Biopsy inlet piece loosened.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eb-1575k is available in the USA with a 510k number k131028. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the biopsy inlet t-piece loose. Based on the result, we concluded that it was caused due to the excessive force applied on the biopsy inlet t-piece. Based on the technical report "hr-rpt-0620 (control body)" and/or the risk analysis results, it was evaluated to submit MDR.